Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp. The hcp reported that the cause of the lead not working was the lead was displayed which was verified by x-ray. The hcp reported that the device was now working well and the patient reported good symptom control.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about a month ago the healthcare professional (hcp) took ins out and cleaned it, put in a new lead wire because it was not working. During the surgery the doctor cut open the patient on both sides. Doctor cut open the right side, which was the wrong side because ins was on left side. Doctor then cut open left side. Patient was asking for physician listing as patient wanted to change ins managing physician. No further symptoms or complications reported or anticipated.